Manufacturer narrative:
Corrected implant date. The gore® excluder® iliac branch endoprosthesis hgb161207 was returned to gore and an engineering evaluation was performed. The device evaluation showed that the delivery catheter was broken at the trailing olive and that the leading end had fractured at the trailing olive. The deployment knob was still attached to the catheter. The deployment line was extended out of the deployment line lumen of the catheter. It was also found that the stent graft was no longer on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the catheter breakage could not be determined with the available information.

Manufacturer narrative:
UDI for gore® excluder® iliac branch endoprosthesis hgb161207: (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a left common iliac aneurysm and was treated with gore® excluder® aaa endoprostheses. Prior to positioning of an (B)(4) internal iliac component, the left iliac bifurcation was predilated due an ostium stenosis of the hypogastric artery. Strong resistance was however encountered when attempting to advance the hgb device catheter beyond the contralateral gate of the ceb iliac branch component right after the left iliac bifurcation. The physician therefore decided to remove the (B)(4) device catheter. During the retraction movement, the device unexpectedly deployed in the right common internal iliac artery. Additionally, the leading olive had completely separated from the device catheter and was found trapped in the aorta as it also had come off the guidewire. Using a snare, the physician managed to recover the olive through the introducer sheath and a new hgb component was implanted in the intended location into the left internal iliac artery. To remedy the situation on the right side, the ipsilateral leg of a gore® excluder® trunk-ipsilateral leg component was deployed into the right common iliac artery and an (B)(4) internal iliac component was used to bridge the distance between the trunk¿s distal portion and the unintentionally deployed (B)(4) component. The patient tolerated the procedure.